Event description:
New information noted that the rv lead was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that the patient presented to the emergency department due to receiving multiple shocks. Upon interrogation it was observed there were multiple episodes of ¿nonsustained vt¿ & ¿vf¿ due to lead dislodgment. It was also noted that low impedance, high capture thresholds, r-wave amplitude variation, and oversensing were observed. Programming changes were performed. The patient was in stable condition.